Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 255 mg/dl. The customer stated that there were no significant events that could have led to the issue. Advised the customer to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. The customer stated that they do not have another infusion set for testing. The customer was sent new reservoirs and infusion sets and will send the old sets back for analysis. The customer was advised to call their health care provider and to be admitted to the emergency room. The customer found an insulin pen to use until the supplies get to him. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.